Event description:
The customer reported hydrogen peroxide contact. She experienced skin discoloration, tingling, and "bubbling" of the skin on her left forearm. The customer stated that she did not require medical attention and did not receive treatment. She stated that the contact area cleared by the next morning. The customer reported that they did not have a vaporizer plate in the unit.